Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 9735824 lot #: 603000888 analysis updated: hardware defect tracking number updated/ hardware defect tracking database down for validation november 2020 thru december 8th, 2020 per mscmtvr: d00356784. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825, serial/lot : (B)(4). Product ID: 9735824, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out and they found the system passed all the test. The controller and em interface were still replaced. The controller was returned for product analysis. The controller was tested and connected to the test bench. The controller tracked tools as expected, and does not display any faults. The em interface was returned for product analysis. The em interface was tested and found to have a loose cable connection into the break out box. The cable assembly was twisted until the 10 strands of wire were severed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported during servicing that the system is displaying "localizer faulted". The manufacturing representative unplugged the electromagnetic instrument breakout box and the system displayed "localizer disconnected". The representative notice that the breakout box cable is loose. The emitter then displayed "off" with no option to toggle on. They tried troubleshooting by swapping to a known working emitter to rule out hte internal polaris spectra system control unit (scu) box as the issue and was still unable to toggle on/off emitter, indicating faulted internal box. Swapped to known working stealth plugged in original break out box and got, "localizer faulted" plugged in emitter to known working stealth and able to turn on/off emitter. There was no patient present when this issue occurred.